Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, the pump supplies were in use for 5 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.